Event description:
It was initially reported that the patient had high impedance (dcdc = 5) at a recent office appointment. The office did not want to program the patient off as they feared that the patient may loose efficacy. There have been no reported adverse events. X-rays were taken but will not be provided to the manufacturer. It is believed that the patient's profession as a daycare provider may have contributed to the high impedance. She is constantly lifting children with her left side and placing strain on her neck and chest. A full revision is planned but has not occurred to date.

Event description:
Additional information was received that the patient had a generator replacement. Diagnostics following surgery were within normal limits. Good faith attempt for product return are in process.

Event description:
Additional information was received that the site does not return explanted products.